Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Patient had 1 episode of ventricular tachycardia (vt). Defibrillation was performed and arrhythmia resolved. Pump re-positioned with echo. Subsequently, the patient experienced ventricular tachycardia storm. ECMO was inserted and patient was intubated. Vt runs continued. ECMO flows were increased and noradrenaline infusion discontinued. On day 14 post-implant/day 5 ecpella, the patient experienced hematoma evacuation to right arm/chest from ECMO insertion site. Existing left chest drain noted with significant bleeding. Blood products were transfused to patient. Ptt increased to over 100 and systemic heparin infusion was titrated down accordingly.